Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that due to unknown reasons, there was a clap sound from the programmer, then smoke came out of the left side. The programmer would not function at all after this occurred. The programmer is expected to be returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer did not start up, the power supply was broken. There was a lot of dust in the programmer and the power supply, this could have caused the power supply to become too hot and break down. It was also noted that there was a noisy fan and several software errors in the update history.

Event description:
It was reported that due to unknown reasons, there was a clap sound from the programmer, then smoke came out of the left side. The programmer would not function at all after this occurred. The programmer was later returned to the manufacturer for servicing. There was no patient involvement.